Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the cp5. The incident occurred in williamsport, pennsylvania. A livanova field service representative was dispatched to the facility to investigate the device and could not reproduce the reported issue. The cp5 cord was moved from port #12 to port #10 on the side of the electronics and power (e/p) pack to be sure of a good connection. Lastly, serial readout (real time device parameters and setting recording file) was extracted to be analyzed. The unit was run for several hours without any deviation and therefore it was returned to service. Subsequent functional verification testing was completed without further issues and the unit was returned to service. In addition, through follow-up communication with the customer, it cannot be ruled out that the cp5 was switched off accidentally by the perfusionist during the surgery. He panicked when he saw the cp5 panel blank and he was running his hands along the back sides of the cp5 panel and was not sure if he bumped the switch back on or if it came back on by itself. Serial read out of the cp5 pump was analyzed and no relevant information related to the reported event was found. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that the screen of a cp5 shut off during procedure. There was no patient injury.

Manufacturer narrative:
H11: the unit was installed in 2015 and reviewing the complaints in the database no further events were recorded before and after the event of september 2024. Therefore, the case is isolated. Based on evidence collected, a hardware malfunction of the device can be excluded and instead the shutdown of the control panel can most likely be associated with an unintentional user error.